Event description:
In (B)(6) 2003 a monarc subfascial hammock (or sparc sling) was implanted. It was reported that the pt has had ¿chronic¿ urinary tract infections treated with ¿antibiotics monthly.¿

Manufacturer narrative:
The device implanted in this pt was in incontinence sling, reported as monarc or sparc sling. Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.